Manufacturer narrative:
Report date: 06jul2021. There was no patient involvement.

Event description:
It was reported to philips that the device's volumes were not correct. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
H11: the unit was being prepared for treatment. There was no patient on the device during the set-up, and no therapy has been initiated. Additionally, the unit was being set up in avaps mode, but the respiratory therapist was not able to read the tidal volume on the screen when the unit was set to vt 500 ml. Due to the malfunction, the patient was placed on a different unit. The gas delivery system(gds) was received for failure investigation. Visual inspection revealed no anomalies. The gds was tested, and the root cause was a failure of the airflow sensor caused by u1 drifting out of calibration. The customer complaint was verified.

Manufacturer narrative:
The device was in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The customer evaluated the device with assistance from a philips remote service engineer (rse). After extensive troubleshooting, it was determined that the flow sensor assembly needed to be replaced to return the device to working condition. The customer's bio-med replaced the flow sensor assembly to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing. Following the repair, the device was placed back into service.